Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced post-operative mesh exposure. The patient reported stress incontinence treated but healing with small defect causing exposure of the mesh vaginally. There was no additional information provided.